Event description:
It was reported that the right atrial (ra) lead had high thresholds. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: kdr801 implantable pulse generator (ipg) 2003-(B)(6), 5054 implantable pacing lead 2003-(B)(6), (B)(4).